Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the device has pieces of foam rubber that caused her lung infection. The patient sent some samples to her doctor regarding the issue. The patient reports the foam particles are coming from the device through the hose and mask. The hose, filters, and other supplies are brand new. The device/agents were cleaned with soap and water, the filters are changed regularly. The patient reports the device is working. The patient further reports "her lungs messed up last week". The patient tried to turn on the device and put the hose underneath her pillow and when the device was turned on for 15 minutes there was a pile of foam particles on the bedsheet. There were also foam particles on her nightstand and desk. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information alleging the device has pieces of foam rubber that caused her lung infection. The patient sent some samples to her doctor regarding the issue. The patient reports the foam particles are coming from the device through the hose and mask. The hose, filters, and other supplies are brand new. The device/agents were cleaned with soap and water, the filters are changed regularly. The patient reports the device is working. The patient further reports "her lungs messed up last week". The patient tried to turn on the device and put the hose underneath her pillow and when the device was turned on for 15 minutes there was a pile of foam particles on the bedsheet. There were also foam particles on her nightstand and desk. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of visible foam particles. The technician confirmed no particles in the air path. During the evaluation, secondary findings was observed. There was one error code found. The third-party service centre concludes that they couldn't confirm the customer's allegation and unit corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Evaluation method code, evaluation result code, component code and conclusion code have been updated.